Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the emergency room; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis and pd therapy was ongoing. It was reported the patient ¿visited the opd for progress observation¿. At the time of this report the patient was recovering from this peritonitis event. No additional information is available as the reporter declined to provide further information.